Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was noted that the pin was pushed back in the connector. It was determined that this issue was consistent with the connector not being properly aligned and forced into the female connector when plugging it into console and pushing in the pin. It was determined that the pin pushed back caused the thermistor and handcontrol assessment failure. The assignable root cause was determined to be due to component damaged caused by user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): the reporters e-mail address was not available at the time of the initial medwatch report. If additional information should become available, an update report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during pre-surgery testing it was observed that the motor device was overheating. It was reported that there was no delay to a planned surgical procedure as an unspecified spare device was available for use. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.